Event description:
It was reported that the procedure was to treat an unknown coronary artery. The 2.5x15mm trek balloon dilatation catheter (bdc) ruptured at 10 atmospheres (atm). Another bdc was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported rupture was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no ncmr/exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.